Event description:
The pt had reported a slight return of back pain in 2007; the right sided ipg had only the 9-volt light illuminated, no issues were noted with the left sided ipg. The pt was redirected to report symptoms to the physician. The rep reported the pt had two pulse generator replacements within one year; electrode impedance readings were unavailable the next day. The battery and extension were replaced the next day, the pt continued to receive right - sided dbs therapy. A short-circuit and lead break were suspected; subsequent impedance readings had been greater than 2000 ohms. The lead implanted on the right-side (left-sided therapy) was replaced; a short in the lead had caused premature battery depletion. The lead was not returned for analysis. Add'l info has been requested from the physician.

Manufacturer narrative:
.